Event description:
Correction to g3 of the initial medwatch. The aware date should be on (B)(6) 2021.

Event description:
The customer reported after being notified by the state board of health, a cluster of six gastroenterology patients have been diagnosed with the same strain of carbapenemase-producing pseudomonas aeruginosa (cppa) during a six-month period. All six patients were found to have undergone procedures using the same evis exera iii gastrointestinal videoscope. Patient 1 of 6 is reported in case with patient identifier (B)(4). Patient 2 of 6 is reported in case with patient identifier (B)(4). Patient 3 of 6 is reported in case with patient identifier (B)(4). Patient 4 of 6 is reported in case with patient identifier (B)(4). Patient 5 of 6 is reported in case with patient identifier (B)(4). Patient 6 of 6 is reported in case with patient identifier (B)(4). In this patient case: two days after esophagogastroduodenoscopy (egd) using an evis exera iii gastrointestinal videoscope, the patient had sputum culture results showing: pseudomonas aeruginosa, carbapenem resistant (carbapenemase producer). The patient required unspecified treatment due to the infection. The indication for the procedure was melena, presumed upper gastrointestinal (ugi) bleed. The egd identified a large duodenal ulcer (du) requiring interventional radiology (ir) embolization. The patient¿s history was significant for diabetes mellitus (dm), infected foot ulcer, sepsis, hypertension, and gastrointestinal hemorrhage. The patient¿s current condition is reported as ¿home¿. The customer verified there was no malfunction of the olympus scope during the procedure. The customer reports after becoming aware of these events, the scope was immediately quarantined. The suspect scope was cultured, and all cultures were negative for pseudomonas aeruginosa. The customer also reports the suspect scope was carefully examined with no abnormalities noted. No breaches were found from standard high-level disinfection processes.